Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of noise resulting in oversensing which then caused a false detection of a ventricular fibrillation event was not confirmed. As received, only the connector portion of the lead was returned in three pieces. Electrical testing that was able to be performed did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the partial lead did not find any anomalies except for damage consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, noise resulting in oversensing which then caused a false detection of ventricular fibrillation (vf) was noted on the right ventricular (rv) lead. The noise spontaneously stopped and so no inappropriate therapy was delivered to the patient. No intervention has been conducted at this time but lead revision is anticipated at the next in-clinic follow up. The patient was stable with no consequences.

Event description:
Additional information received indicating that the right ventricular lead was explanted and replaced to resolve the event. There were no known patient consequences.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.